Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall with no recovery was reported after the pt had an MRI. The pump still had not recovered 2 hrs after the motor stall was initially logged. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.